Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The root cause may be related to a failure to follow the IFU. A non-qualified viscoelastic was used in the device. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The product has not been received to evaluate. File will be reopened when product is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, while injecting observed twisted leading haptic. Procedure was completed on the same day. There was no patient harm. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9.,h.3., h.6. And h.11. The device and the lens were returned loose in a plastic bag. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic was observed in the device. The plunger has been retracted to mid-nozzle. No damage observed. The lens was returned outside the device, adhered by solution to the plastic bag. Viscoelastic was observed on the lens. One haptic was in and acceptable folded position, adhered to the anterior optic surface. The other haptic was slightly bent in the distal area giving the haptic a "twisted" characteristic. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. One haptic was slightly bent in the distal area giving the haptic a "twisted" characteristic. The root cause may be related to a failure to follow the IFU(instructions for use). A non-qualified viscoelastic was used in the device. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).